Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Once the technician arrived on site, he powered on the machine and tried to replicate the problem by wiggling all of the cables and connectors, tapping and knocking on the components and shaking and vibrating the components vigorously. None of these actions resulted in any of the components losing power or malfunctioning. He then opened up the control panel and the pump module, and removed every connector and module, checked for corrosion, and then reseated everything and reassembled the machine. Once the machine was all back together, he ran the machine for 1.5 hours, periodically moving the cables and shaking the components to try to replicate the problem, but no issues occurred. A full preventive maintenance of the machine was conducted, and did not find anything behaving outside of specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The only findings was that the machine was due for a battery test. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a patient transport, the perfusionist was rolling the sorin centrifugal pump console with the patient, and along the way they were rolling the machine up a ramp and went over a rough transition in the floor, and the scp control panel lost power. At this point, the perfusionist said that he tried to turn off the panel and turn it back on, but the scp apparently was not working properly, so he began to hand crank. The device was then swapped with another. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
The unit was installed in 2016 and the analysis of the complaints database did not reveal further reported issues related to this unit. Based on all the above, hardware problems with the scp control panel as well as with the scpc console can be excluded as cause of the event. It cannot be ruled out that an improper connection between the scp control panel and the scpc console could have led to the reported lost of power. It was reported that service engineer confirm the battery capacity was acceptable when checked the machine. In addition the problem did not repeat even when service engineer try to reproduce the problem. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.